Event description:
The customer reported to olympus that there was an e216 scope communication error while using the endoeye flex deflectable videoscope. The issue occurred during preparation for use for a diagnostic procedure and there was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e216 scope communication error could not be reproduced and a definitive root cause of the error code could not be determined, however, cracks in the video connector were confirmed; as such, the likely cause of the issue was humidity/condensation in the cracked connector and or stress from user handling on the video connector caused the error message to temporarily appear. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: precaution for disappeared or frozen endoscopic image:¿ ¿ do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result¿. ¿if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor¿. In addition, the following non-reportable malfunctions were found during the device evaluation: hairline cracks in video connector. Olympus will continue to monitor field performance for this device.